Event description:
Following deployment of a 30d vena tech vena cava filter from the right femoral approach, the physician noted that the filter was implanted upside down. The pt is being followed and has not suffered any complications from this event.